Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 411 mg/dl at the time of the incident. The customer stated that they were wearing the 9 mm and it worked okay, but stated that they just changed out to the 6mm, the insulin pump alarmed that the insulin was blocked. The customer stated that the cannula was not bent. The customer declined troubleshooting for high blood glucose. The insulin exited with no alarms in the 5-u fill cannula test. The insulin pump will not be returned for analysis.